Event description:
The customer reported that the system was performing cine when the fluoro on the footswitch was depressed.

Manufacturer narrative:
(Conclusions): the field service engineer found problem with the table base connection board. There were fluids causing corrosion especially on the footswitch connector. After the replacement of the board ((B)(4) box tbcb board ad7) the problem was solved. Based on trending analysis, we conclude that there is no exceptional replacement rate for this component. There is no need for mandatory field action. (B)(4).